Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, aortic cutter 3.8mm cutter speed was weak and didn¿t penetrate the aorta wall (unable to open the hole). At the same time, the customer was preparing a hs-3045, but the seal was not loaded into the delivery system properly and was unable to use. The surgeon finished the surgery without using the devices due to the failure on the hs and the ac. He clamped the blood vessel and completed the procedures.the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during coronary artery bypass procedure, aortic cutter3.8mm cutter speed was weak and didn¿t penetrate the aorta wall (unable to open the hole). At the same time, the customer was preparing a hs-3045, but the seal was not loaded into the delivery system properly and was unable to use. The surgeon finished the surgery without using the devices due to the failure on the hs and the ac. He clamped the blood vessel and completed the procedures. The hospital did not report any patient effects.